Manufacturer narrative:
Investigation summary: tested 3x retained devices with flu a positive standard, 3x retained devices with flu b positive standard and 3x retained devices with sars positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
1 false negative sars result reported for 1 patient on sofia flu+sars as compared to pcr. Confirmatory testing with pcr resulted positive. It is unknown if patient was symptomatic or asymptomatic.